Manufacturer narrative:
Evaluation summary- it was caused due to the insertion flexible tube (ift) looseness. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The user found that the scope was leaking. Then they stopped to use and contacted the factory to repair.